Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported the tecnis symfony multifocal intraocular lens (model zxr00 +19.0 diopter) was implanted into the patient's right eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because of the patient experiencing lot of visual disturbance, glare, flashing and inability to focus. There was no patient injury and no incision enlargement. Reportedly, a monofocal zcb00 lens, +18.5 diopter, was implanted as a replacement. The patient was reported as recovered. The explanted lens was discarded by the customer. No further information was provided.